Event description:
It was reported during implant when the lead was opened, it was noted the lead tip was bent. The implant was completed with a new good lead.

Manufacturer narrative:
Final analysis of the lead revealed the distal tip was bent new out of the box.